Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report the liberty select cycler is alarming with an m31 air detected in cassette warning during drain 1 of 3. This issue occurred multiple times. There was a fluid leak found when removing the cassette at the end of treatment complete step 9. Fluid was on/near the pump heads and the back of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact will re-setup with all new supplies. Upon followup, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event, stating that the patient discovered a fluid leak at the end of their treatment. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient was able to complete treatment on the day of the reported event after re-setting up the cycler with new supplies. The pdrn confirmed the patient has continued using the cycler for their pd treatment since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report the liberty select cycler is alarming with an m31 air detected in cassette warning during drain 1 of 3. This issue occurred multiple times. There was a fluid leak found when removing the cassette at the end of treatment complete step 9. Fluid was on/near the pump heads and the back of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact will re-setup with all new supplies. Upon followup, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event, stating that the patient discovered a fluid leak at the end of their treatment. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient was able to complete treatment on the day of the reported event after re-setting up the cycler with new supplies. The pdrn confirmed the patient has continued using the cycler for their pd treatment since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.